Manufacturer narrative:
The device was discarded by the hospital evaluation: since the device was not returned, any manufacturing defect with the device cannot be assessed. However, it is likely that the root cause of the introducer leaking is related to the root cause attributed to similar complaints received for the "introrc" leaking that have been confirmed. Per assessment by (B)(4) and quality engineering of the similar complaints with returned devices, the root cause of the leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. (B)(4) and supplier quality engineering are actively investigating the issue and a CAPA has been initiated. A product recall has also been initiated for this event. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by the sales rep that when the proplege coronary sinus device, pr9 was pulled from the sheath and the sheath is capped, there was leakage around the cap and the sheath was removed from the patient. No patient injury was reported.